Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands failed to deploy. Medical device problem code a050502 captures the reportable event of band misfire. Medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 handle assembly and ligator head were analyzed. The trip wire was rolled in the handle assembly and secured in the handle slot. Visual evidence suggests that the trip wire slack was removed properly during device setup. It was also noted that the trip wire was kinked in several locations. The suture was in good condition and was attached to the trip wire. The suture hole was in good condition. Evaluation of the ligator head found that four bands present and the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. A media analysis of the photos provided by the customer showed four bands attached to the ligator head and one additional band that was broken. Additionally, it was observed that the ligator head teeth were damaged. The reported events of failure to deploy bands, misfire and damaged/defective bands were confirmed. The reported event of suture break was not confirmed as the suture did not have any evidence of damage. The kinks in the trip wire could have occurred during device setup when securing the trip wire in the handle slot and rotating the handle during the use of the device. Additionally, the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands, misfire of the bands, or damage to the bands. Based on the evaluation of the returned device, these problems are likely due to handling and manipulation of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation of esophageal varices procedure performed on (B)(6), 2021. It was reported that during the procedure, the first band was released successfully; however, the second band was released outside the varix. The handle was turned but the next band would not deploy. The device was removed and it was noted that the last band was tangled with the other four bands and the suture was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with one band broken and tangled under the remaining four bands.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation of esophageal varices procedure performed on (B)(6) 2021. It was reported that during the procedure, the first band was released successfully; however, the second band was released outside the varix. The handle was turned but the next band would not deploy. The device was removed and it was noted that the last band was tangled with the other four bands and the suture was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with one band broken and tangled under the remaining four bands.